Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within several seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.